Manufacturer narrative:
The device was received with intermittent button response and button error alarm due to corroded keypad traces. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads. (B)(4).

Event description:
The customer's mother reported via phone call of button error on her daughter's insulin pump. The customer's blood glucose at the time was 222mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.